Event description:
Patient presented with pain, but no obvious loosening on x-ray. On inspection, ts femoral component was found to be loose and the fluted stem had snapped off at the threaded junction.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving a triathlon ts femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: the triathlon ts femoral component was returned for analysis. It was returned with 3 augments still attached and bone cement. The device was otherwise unremarkable and consistent with a previously implanted device. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the femoral loosening could not be determined because insufficient medical records were provided for review.

Event description:
Patient presented with pain, but no obvious loosening on x-ray. On inspection, ts femoral component was found to be loose and the fluted stem had snapped off at the threaded junction.